Event description:
The lifecor patient services representative (psr) of an (B)(6) male patient contacted lifecor customer support to report that both battery packs would not fit into the monitor. He stated that both the monitor and battery pack connectors looked to be normal. The psr fit the patient with another set of equipment and returned the "defective" equipment to lifecor.

Manufacturer narrative:
Add'l devices and MFR dates: monitor (B)(4). Battery pack (B)(4) - 12/2007. Battery pack (B)(4) - 10/2007.